Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed the problem was discovered when they were shutting the unit off and were unable to complete the power down sequence since the touch screen wasn¿t working. It was also observed that the device's top cover has a chip in it. Requesting parts ID for replacement. The rse provided parts ID for the touchscreen, top cover and extra-alarm cables per customers' request. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.